Manufacturer narrative:
Physio-control evaluated the device and was unable to either verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing. Physio completed other unrelated repairs and returned the device to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
It was reported that after delivering a shock the device would illuminate all leds and reboot itself. The device was reported to display the behavior either in on ac or battery power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.